Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 370 mg/dl. The customer¿s current blood glucose value was 300 mg/dl. The customer did not experience any symptoms of low blood glucose value. Customer stated that drive support drive cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.